Event description:
A customer obtained positive vitros hcg results on a sample that generated negative results on two alternative methods. Elevated hcg results of the magnitude observed may lead to inapprpriate physician action. There was no report of patient harm as a result of this event.